Event description:
The customer reported, the system's monitor flickered then failed to display an image. No report of pt injury.

Manufacturer narrative:
This issue was repaired by the svc engineer over the phone.